Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the bios screen. A field service engineer guided the customer by reseating the cable to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was displaying login screen asking for a password. Customer stated that the station was stuck on the bios screen and user was able to obtain the medication from a different station. There was causing a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.